Event description:
This report is based on information provided by philips local distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the ECG cannot be measured. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).